Event description:
The users hearing performance with the device is affected. There was no fall or accident, however the user suffered from an ear canal infection one month prior to auditory testing. The infection was successfully treated with antibiotics. There was no redness or swelling at the site of the implant. The user has been re-implanted. This report refers to 9710014-2021-00374. For further information please refer to this report.